Manufacturer narrative:
A photo was provided showing a tego connected to a mating device. The yellow body had sheared off and broken apart in two. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was conducted, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
E1 - initial reporter phone:(B)(6). The device is not available for evaluation. The investigation is pending completion. The device history report will be reviewed.

Event description:
The event involved a conector tego¿. A patient was undergoing hemodialysis therapy with catheter access. The shift supervisor checked the access to perform the weekly tego change and found the dressing in good condition. The gauze and fixomull were changed and the tegos were replaced, but when the arterial connector was removed, it did not come off. More force was applied, but it still didn't come off. A sterile straight kelly clamp was used, but the connector broke, leaving part of it inside the catheter. With the help of the tip of the forceps, the rest of the tego was removed, and the new tego was cleaned and placed. The doctor present decided to prescribe prophylactic antibiotics due to the manipulation of the catheter. There was no harm as a result of this event.